Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging issue related to a CPAP device's sound abatement foam.the patient has alleged to stage 5 renal failure,diabetes, celiac diseases,high blood pressure.the reported events of blood sugar levels and blood pressure are out of whack of the patient and its reported severity was reviewed by the manufacture's clinical expert. These events are assessed at related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged visualization of particles. There was no report of serious or permanent harm or injury. The manufacturer newly received information regarding an allegation of lungs have a burning feeling, sugar and blood pressure was out of whack related to a CPAP device. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes that they confirm the customer's allegation and there was visible foam degradation and unit scrapped due to age. Section b7 and h6 updated in this report.